Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for non-malignant pain. The caller indicated that the hcp planned to explant the ins. Caller provided the following information from a note taken during an appointment with a hcp. The stimulation system did not cause an improvement in the patient's pain symptoms. The patient was charging frequently and then the ins stopped charging. The implanted device is bothersome, uncomfortable, and useless. The ins is currently not functional and it never provided satisfactory pain relief. Troubleshooting was not required. Reviewed registration information.